Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was displaying inaccurate "insulin on board" values. The pump was being used for demonstration purposes. There was no customer impact due to this issue.